Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with the insulin pump. Customer didn't want to be transferred for troubleshooting and declined a replacement device as he was receiving a new insulin pump. Customer stated that once a month when customer replaces the reservoir and is rewinding. The insulin spins forward to meet the reservoir and wouldn't stop. Customer has to restart the rewind process several times in order to correct the device. Customer is not returning the device for further analysis.